Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported via a medwatch report that the pt was in the cardiovascular operating room for a coronary artery bypass grafting. During the case the medical doctor was unable to obtain a waveform of the pressure. All stopcocks were checked and were open. On aspirating, a lot of air in the line was noticed. The pressure line was found to be leaking at the metal hub. On disconnecting, it was found that the male end of the tubing had cracked leaving a stub of the connector hub. The transducer pressure stopped which caused the pump to stop. A new pressure line was placed. No harm to pt. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Approximate age of the device was one day. There was no other devices in use on the pt. There was no report of pt death. It is unk if there was a delay or interruption in therapy.